Event description:
It was reported that the patient was experiencing chest pain and was wondering if the placement of the right atrial (ra) and right ventricular (rv) leads was associated. Both of the leads were revised, no perforation was noted on the computed tomography (CT) scan, and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead implanted: (B)(6) 2013. (B)(4).